Event description:
Screw that holds detector #1 radial blade was found to be loose. No detector fall event and no injury, however, this was identified in a retrospective complaint analysis as representing a different failure mode impacting the radial drive that might lead to a mechanical failure.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. On 6/27/2013, it was discovered that the same mechanical failure as occurred in report number 9613299-2013-00001 may occur on the product line identified in this report. Thus, the date rec'd by MFR has been set to 6/27/2013. The device manufactured date cannot be provided at this time. At this time, ge healthcare is implementing a field correction as identified in report number 9613299-06/20/2013-004-c.